Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the transseptal wire. While introducing the sheath into the patient they found the device kept getting "stuck on the end of the insulation step up" for the versa cross wire. Eventually the faradrive dilator became "chewed up" and the tip looked sharp. The sheath was replaced with another faradrive sheath and dilator, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath and dilator have been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted. Additionally, it was found the sheath would not hold the deflection with the steering knob, this issue is considered unrelated to the dilator damage but was identified during investigation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the transseptal wire. While introducing the sheath into the patient they found the device kept getting "stuck on the end of the insulation step up" for the versa cross wire. Eventually the faradrive dilator became "chewed up" and the tip looked sharp. The sheath was replaced with another faradrive sheath and dilator, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath and dilator have been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to excessive adhesive present in the shaft of the sheath which interfered with the dilator upon its insersion. Investigators were able to determine that an inspection was missed during manufacturing. Further investigation into the quality control of dilator is currently being conducted. Additionally, it was found the sheath would not hold the deflection with the steering knob, this issue is considered unrelated to the dilator damage but was identified during investigation.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the transseptal wire. While introducing the sheath into the patient they found the device kept getting "stuck on the end of the insulation step up" for the versa cross wire. Eventually the faradrive dilator became "chewed up" and the tip looked sharp. The sheath was replaced with another faradrive sheath and dilator, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.